Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Device programmed with a basal rate of 2.0u/hours and monitored. All basal rates registered properly in the device history summary noted. No unexpected basal rate change to zero noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 886 mg/dl, at the time of hospitalization. Customer experienced blurry vision, vomiting, abdominal pain and difficulty in breathing. Customer was treat with manual injection. Customer declined troubleshooting for high blood glucose level. The auto mode was off at the time of incidence. Customer did not allege that the insulin pump was under delivering. The insulin pump will be returned for analysis.